Manufacturer narrative:
As reported, the visual indicator of a 7f exoseal vascular closure device (vcd) did not change and the device came out as it was. Hemostasis was completed by manual pressure. There was no reported patient injury. The device was used in the left superficial femoral artery where a contralateral approach was made. The device was used per the instructions for use (IFU) along with an unknown 7f short sheath. The bleed back had stopped, and the physician carefully removed the device however the indicator did not change. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18220400 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis, the reported event of ¿indicator window no change to indicator¿ cannot be evaluated. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator of a 7f exoseal vascular closure device (vcd) did not change and the device came out as it was. Hemostasis was completed by manual pressure. There was no reported patient injury. The device was used in the left superficial femoral artery where a contralateral approach was made. The device was used per the instructions for use (IFU) along with an unknown 7f short sheath. The bleed back had stopped, and the physician carefully removed the device however the indicator did not change. The device is not being returned for evaluation.